Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were episodes of false asystole on the day of implant. Also episodes of atrial fibrilation were noted due to premature ventricular contractions. The monitor remains in use. No patient complications have been reported as a result of this event.